Event description:
It was reported that the patient presented in-clinic as the pacemaker exhibited premature battery depletion. During the follow-up the pacemaker failed to be interrogated and found to be in unipolar mode. As a resolution the pacemaker was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported events of premature discharge of battery and failure to interrogate were unconfirmed. The device was received in backup mode. The product code was reloaded to enable further testing. Post-reload analysis, including telemetry and pacing output, indicated that the pacer exhibited normal device characteristics. Analysis of the device image revealed that the backup mode was triggered by exposure to cold temperature post explant. A longevity assessment was performed, and battery depletion was found to be normal based on device usage.